Manufacturer narrative:
(B)(4): the complaint device was returned for analysis. Examination of the device found that the distal end was slightly elongated and the tip was kinked. The ball weld is still attached to the core wire and there were no fractures present. The device presents peeled teflon coating in two locations. The first section is 63cm from the proximal end and approximately 3cm in length. The second section is located 71cm from the distal end and approximately 4cm in length. The outer diameter of the device was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011. It was reported that during a dilation treatment procedure, difficulty tracking over the guide wire occurred. The physician was attempting to advance another device over this (B)(4) amplatz super stiff guide wire during introduction outside the patient; however, there were difficulties and the device "could not push forward at a determined point". It was reported that the coating was not equal/symmetrical along the entire length of the guide wire; however, it was reported that no coating was peeled or missing. It was reported that nothing detached from the guide wire. However, returned device analysis revealed peeled coating.